Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06878. It was reported the patient experiences a warming sensation at his ipg. The patient stated the warming can be uncomfortable at times, but that he always ends his charging session if it becomes too uncomfortable. A replacement charging system was sent to the patient to address the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.